Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later provided the device could not be reprocessed before sending it out for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage from a-rubber. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation of error code b30 was not confirmed. The evaluation also found the following: the flexible-printed circuit of the switch had corrosion due to water leakage. The scope connector cover unit was dirty due to water leakage. The plug unit had corrosion due to water leakage. The circuit board unit in the scope connector had corrosion due to water leakage. The scope connect case unit had corrosion due to water leakage. The cable unit had corrosion due to water leakage. Due to damage on the plug unit, the screen turned black with no image (it never returned to normal). Due to a pinhole on the bending section cover, water tightness was lost. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The bending tube was deformed. There was corrosion around the forceps elevator. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the duodenovideoscope had error code b30 (scope communication error). The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a whitish foreign material was found inside the air/water tube and air/water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.